Event description:
The customer's wife stated the customer was hospitalized due to nausea, vomiting and diabetic ketoacidosis. The reported blood glucose reading was 620 mg/dl. Troubleshooting was performed, and the insulin pump passed the self test. However, the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.